Manufacturer narrative:
(B)(4); info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip would not tighten (formation not complete). There was no pt consequence.